Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported slda appears to be related to patient morphology/pathology and likely due to the thin and prolapsed condition of the posterior leaflet. The reported patient effect of worsening mr was likely a result of the first clip movement on the leaflets and the slda of the second clip (procedural conditions). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device. The other clip delivery system (61209u139) is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda) that occurred with clip 61201u152. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mitral regurgitation (mr) with a grade of 4+ and challenging leaflet anatomy. One clip (61209u139) was implanted in the central location of the mitral valve (a2/p2), reducing the mr to 2+. A second clip (61201u152) was implanted in the medial portion, reducing the mr to 1+. On (B)(6) 2017, a control echocardiogram was performed, and it was noted that the first clip was attached to both leaflet, but did not appear to be stable. The second clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr had increased to 4+. On (B)(6) 2017, a second mitraclip procedure was performed for treatment. One clip (61117u261) was implanted at a2/p2, stabilizing the first clip and reducing the mr to 2+. A second clip (61117u257) was implanted medial to the slda clip, reducing the mr to 1-2+. The patient was confirmed to be stable post procedure. No additional information was provided.